Event description:
Boston scientific crm received information that during this lead replacement procedure due to insulation damage, when the physician connected the new lead to the pacemaker, no capture was observed. The physician used a needle and other instruments from the sterile tray to clean the device. Due to the physician's concern of a damaged device, a new device was requested. No adverse patient effects were experienced during the procedure.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high readings of "110 and 165 mg/dl" compared to normal reading/feeling. On (B)(6) 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests his blood glucose 3 times per day and manages his diabetes with lantus insulin during the first part of (B)(6) 2010 while using the subject meter. The patient claimed that the inaccurate high issue began on (B)(6) 2010. As a result of the alleged high readings, he managed his diabetes by taking less food/drink during (B)(6) 2010. On several occasion, the patient reportedly developed symptoms of "weak, sweaty, and shaky." Self treatment with food and drink was administered to abate the symptoms. During the last part of (B)(6) 2010, the patient's lantus insulin regimen was changed to oral medication. After the patient's diabetes medication has changed and the subject meter has been replaced, he reportedly has not developed any symptoms. According to the troubleshooting performed with the customer care advocate, the control solution test did not pass. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that can be associated with hypoglycemia after the alleged inaccurate issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k #k061118.